Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer also experienced different blood glucose level of 54, 56, 120 mg/dl. Customer was treated with glucagon and juice for low blood glucose level. Customer alleges pump is over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.